Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per getinge standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) was dispatched to investigate. When the fse arrived on the site, the batteries of the iabp were dead and the iabp would not charge. The fse checked all connectors and voltages, and replaced the power management board and the batteries. This corrected the charging issue. Functional testing and safety checks were performed to factory specifications. The iabp unit passed all functional and safety tests per factory specifications, was returned to the customer and cleared for clinical use.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) was not charging. No patient harm or adverse event was reported.